Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high capture thresholds were observed involving this right ventricular (rv) lead following pocket closure on the day of the implantation procedure. Surgical intervention was subsequently carried out to remove and replace the lead. There were no further adverse effects on the patient reported. The lead is currently retained at the hospital for additional evaluation.